Event description:
It was reported that cadd solis vip pump failed calibration, during testing. There was no patient involvement.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper seal, cracked battery compartment and missing battery door. The customer stated problem was not duplicated. The pump was occlusion tested and was found to operate properly. During investigation, other problem was found, battery compartment damaged. No repair needed for calibration, replace broken battery compartment. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.